Manufacturer narrative:
Fowler.

Event description:
It was reported by service report that the fowler was stuck and the fowler gas cylinder was leaking fluid. There was pt involvement; however, no adverse consequences were reported.